Event description:
It was reported the patient received the elective replacement indicator on their patient controller. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.